Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer's blood glucose was over 314mg/dl at the time of the incident. The customer reported that there were about four to six air bubbles in the reservoir and tubing. During troubleshooting, the customer indicated that the reservoir was not stored at room temperature but was warmed up by rubbing it by hands. The customer declined advised and dropped the call. The reservoir will not be returned for analysis.